Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the case, the burr continued to run, and did not turn off when expected. The cutter was reset by the user, using a built-in software feature, and the case continued without further issue.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. The evaluation concluded that the root cause of this particular issue is the anspach control software rejecting disable signals during periods of high activity or strain, such as excessive torque to the motor. When the disable signals are rejected, the anspach motor continues to spin. In this case, the proper troubleshooting technique was used and the case continued with no reported delay, and no reported delay, and further issues. Therefore, the original assessment of the event did not identify a potential for serious injury. Further review of corrective actions identified the event as a malfunction that could potentially lead to harm, and thus, requiring a MDR filing.